Manufacturer narrative:
The device was not returned to zoll medical corp for eval. Instead, the suspect system board was returned. Our eval of the board verified the reported malfunction and attributed the failure to a faulty diode.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 94" message. Complainant indicated that there was no pt involvement in the reported malfunction.